Event description:
It was reported that the external pulse generator did not respond to the steps which were to be taken to correct a self-test failure message. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).